Event description:
We recently started using ambu emg monopolar needles for our testing. Dr. Noted that the needles produce a significant amount of bleeding after use as compared to the previous needles he used. He also notes that a larger bore hole is created after their use. We have had an incidence of a pt having an adverse reaction. In over 20 years, dr. Has had no problems with any other emg needles. Removal from the market should be considered. Dates of use: 2008. Diagnosis or reason for use: to perform emg studies.